Manufacturer narrative:
Our evaluation indicates that the overall risk for the reported failure is low. However, sol millennium decided to open a supplier corrective action request to the supplier for further investigation of the issue. All actions will be followed in the scar number: (B)(4). Once the scar report is available a detailed corrective action will be shared. This report was initially submitted on 04/04/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported that when the vaccine is administered in the outpatient clinic, leakage begins to leak near the needle, resulting in a shortage of medicine and a new bottle of medicine is required.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct "event date" provided in the initial MDR 3014312726-2025-00064. The previously reported event date 07 mar 2024 was incorrect. The correct event date is 18 oct 2024.